Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioflex meter was reading inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began during the evening of (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿165 mg/dl¿ with the subject device which she felt was inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with self-adjusted insulin, and she advised that in response to the alleged elevated reading obtained with the subject device, she injected 4 units of insulin (type not specified). The patient advised the cca that she was found ¿unconscious¿ the next morning and that the emergency medical team (emt) were contacted. The patient stated that the emt¿s treated her with ¿the equivalent of 10 teaspoons of sugar¿ in the form of a glucagon injection after which, she was able to wake up. The patient advised that she refused to go to hospital. The patient denied having her blood glucose tested on another device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca walked the patient through a control solution test and confirmed that the result obtained fell within the control solution result printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required treatment from a healthcare professional for an acute low blood glucose excursion after administering insulin based on the alleged elevated blood glucose reading obtained on the subject device.